Event description:
It was reported that the device was found to be operating in back up vvi (bvvi) mode resulting in the patient experiencing discomfort from the back up pacing. Abbott technical support was contacted and the firmware was successfully downloaded to resolve the event. The patient was in stable condition.